Event description:
Found during inspection. The customer called to report that the charge-pak, attention, and service icons are displayed on the device. When physio-control evaluated the device, it would not power on. There was no patient associated with the report.

Manufacturer narrative:
Physio-control further evaluated the device, and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio evaluated the device's analog pcb assembly, and determined that root cause for the failure was an electrically leaky capacitor, designator c177. A replacement device was provided to the customer.